Manufacturer narrative:
Eval: results - visual inspection of the returned prod showed that there was no visible damage to the lens. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the pt's zonules were too weak to support the lens. The lens was removed without any pt injury. The reporter stated the incident was due to a pre-existing pt condition.